Event description:
It was reported that the patient had a bone scan performed and the results suggest that the tibial component was loose, a revision surgery was performed on (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical team noted that based on the radiologic report five months prior to revision there was a lytic or lucent reaction around the prosthesis on the femoral and the tibial side and valgus, the bone scan report of probable tibia loosening. In addition to, intra-operative findings of the ease of removal of both the femur and the tibia components confirms the loosening of the tibial and femoral components. However, without the culture report, radiographs, or the explants the root cause of the tibia component loosening cannot be determined. In addition, we cannot rule out the patient¿s age, activity level, history of bone-on-bone osteoarthritis, subchondral sclerosis, osteophytes, elective prophylactic mastectomy (if cancer was involved), as contributing factors. The future impact to the patient beyond the revision surgery cannot be determined. No further clinical/medical assessment is warranted at this time.